Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified common iliac artery. The 8.0x40mm armada 35 balloon was advanced to the lesion with resistance noted with the anatomy. The balloon ruptured on the first inflation while at 6-8 atmospheres. During retrieval, force was applied as resistance was felt with the guiding catheter and the balloon separated from the shaft. The balloon was retrieved with a snare device and an 8fr sheath which prolonged the procedure and hospital stay. The target lesion was treated with unspecified bilateral stents. After the procedure, the patient experienced lower back discomfort due to lying flat which was reported as not significant or related to the procedure and did not require treatment. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture and separation wer confirmed. The difficulty advancing and removing were not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The investigation determined that the reported difficulties were likely due to case related circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.